Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 7 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced optic nerve injury ("eye issue/ optic nerve deteriorating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, optic nerve injury and vitamin d deficiency outcome was unknown. The reporter considered medical device removal, optic nerve injury and vitamin d deficiency to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- vitamin d deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sex it was so painful"), optic nerve injury ("eye issue/ optic nerve deteriorating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal surgery, hysterectomy). Essure was removed. At the time of the report, the pelvic pain was resolving and the dyspareunia, optic nerve injury and vitamin d deficiency outcome was unknown. The reporter considered dyspareunia, optic nerve injury, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: today I got my follow up exam and there was very little pain and she was surprised. She told me when she went to do it if there was pain like before she would stop. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event sex was so painful, very little pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 7 days ago') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 7 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced optic nerve injury ("eye issue/ optic nerve deteriorating"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and optic nerve injury outcome was unknown. The reporter considered medical device removal and optic nerve injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 7 days ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced optic nerve injury ("eye issue/ optic nerve deteriorating"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and optic nerve injury outcome was unknown. The reporter considered medical device removal and optic nerve injury to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, optic nerve injury amendment: the report was amended for the following reason: this is a retention case : all the information from duplicate case (B)(4) reporter¿s information were added. New event eye issue/ optic nerve deteriorating was added. Source document and reference numbers were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.